Event description:
Reportedly, abnormal electrical performances were spotted during the follow-up date (B)(6) 2025: noise on a lead. Va crosstalk seen. The both vega leads were implanted in (B)(6) 2018.

Manufacturer narrative:
Summary of the investigation: according to the patient files provided: the ventricular and atrial impedance curves are within specification for all patient files from (B)(6) 2024 to (B)(6) 2025. Sometimes the patient is on atrial fibrillation. The atrial spikes are small, but the atrial capture is adequate. Crosstalk is observed on the atrial egm (vp sensed by atrial lead) but is well managed by the device (no marker triggered). In the episode recorded on the memories of the follow-up performed on (B)(6) 2025, we can see that in the episode from (B)(6) 2025 there is a ventricular rhythm faster than the atrial rhythm. 2 possibilities: idioventricular rhythm, or a ventricular rhythm faster than a via an accessory pathway (closely coupled conduction), but the morphology remains consistent with spontaneous conduction. There is an isolated, unique non-physiological morphology recorded on both a and v egm in the episode from (B)(6) 2025; however, this may be due to external factors. If it were a lead-related issue (e.g., insulation breach), similar abnormal spikes would likely have been observed in subsequent episodes (no abnormal noise of signal artifacts were recorded on the device memory after (B)(6) 2025). Conclusion: for now, it is recommended to continue monitoring the patient. If a reintervention is scheduled soon to replace the device (eos estimated at 12 months), it is advisable that the physician inspects the leads both using the psa and visually.

Event description:
Reportedly, abnormal electrical performances were spotted during the follow-up date (B)(6) 2025: noise on a lead. Va crosstalk seen. The both vega leads were implanted in (B)(6) 2018.